Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the bearings.

Event description:
It was reported that the core impaction drill heated up during a case. The heat started to melt the glove so the doctor stopped using it. There was no burn or any treatment required for the doctor. There was no patient injury reported and no adverse consequences alleged with this event.